Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth, age, gender and weight were not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) set items broke whilst doing a case in (B)(6) hospital. Devices weren¿t used correctly. Case was completed successfully and with no harm to patient even with the broken items. This report is for one insertion-handle radioluc f/pfna. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 03.010.405 synthes lot number: 8855766 release to warehouse date: 03. Apr. 2014 manufacturing site: (B)(4) no nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.